Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (1 mg/ml at 0.42 mg/day) and bupivacaine (2.5 mg/ml at 1.05 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that over the past several months the patient was requiring a greater dose of drug without receiving therapeutic benefit. A dye study was done on (B)(6) 2018 which revealed normal pump function, but an inability to aspirate the catheter. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery on (B)(6) 2018 to replace the catheter. During the replacement surgery, it was noted that a fibrin sheath had formed around the old catheter tip making it difficult to advance the new catheter. The new catheter was eventually successfully advanced, and the old catheter was left in place, but tied off. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.